Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had a partial angio-seal device failure. The collagen plug was not moving into position as it should when pulling back; it did deploy with some manual manipulation to get the plug to move. However, the plug did not hold, and a hematoma developed. The patient was reported to be ok after manual pressure. There was no harm to the patient. Additional information was received on 29aug2019. The procedure that was being performed was an angioplasty and a 6fr procedural sheath was used. A pre-deployment angiogram was performed. There was an issue with deployment, the collagen pug would not fully deploy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product evaluation. The evolution body was returned mated with sheath. The locator was returned as well. Visual inspection revealed no anomalies were noted with the locator. Neither the collagen nor the anchor was present at the distal end of the suture. The suture and compaction tube (with the compaction marker) were exposed from the carrier tube assembly. The distal end of the suture was appeared to be cut. No kink or deformation was found on the sheath. The sheath was appropriately mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was stiff. No other visual anomalies were noted. The sheath was removed from the device handle. It was discovered that the carrier tube was found to be slightly kinked. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position. No gross visual anomalies were noted with the gearbox assembly as it rested in the lower handle. The gearbox assembly was then removed from the lower handle and examined. There were two turns of the suture could be seen wrapped around the suture release mechanisms gear shaft. The suture was still tethered to the spool. The drive gear was properly seated. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear clockwise moving the rack proximally. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.